Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-99372.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 57 mg/dl. Nothing further was reported.